Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. There are no previous complaints of this code/batch. There are no units in OEM stock. Received 11 closed samples and one open sample with the needle detached from the thread. Checked the open unit at the microscope and we have seen that the thread has been damaged during the handling. There are marks of the needleholder on the surface thread and rests of blood. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.